Event description:
Update: patient harm was confirmed as "none".

Manufacturer narrative:
Additional information/correction: h6 - codes updated upon review of investigation, product risk analysis was also adjusted. This complaint was re-assessed and no longer found to be reportable; severity is now decreased to1(5). Investigation results: we have had the product analysis in the production plant via the q-coordinator. Silicone ring is obviously cracked. Device history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable according to procedures: severity was 1(5) and probability 1(5). Conclusion and preventive measures: with the available means, no features are visible on the present silicone ring that would explain the cracking. A visual inspection in production did not reveal any indications of a possible cause. The checked hfw components did not show any abnormality. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl595su - silicone ring with needle. According to the complaint description, during surgery, the silicone ring was torn immediately after use. Patient harm was unknown. The malfunction is filed under aag reference (B)(4).